Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the smart coil through the microcatheter. Subsequently, the smart coil became stuck; therefore, the smart coil was removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.